Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible under delivery anomaly not confirmed. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. The pump was programmed with multiple test boluses and monitored, all boluses delivered properly with water exiting the infusion set. The boluses were listed in the pump daily history screen. No bolus anomaly or history anomaly noted. The pump was received with a minor/deep scratched display window. No cracked display window or cracked lcd glass noted. The following were noted during visual inspection: missing display window cover, scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and a dented retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump history file lists data from 01/15/2021 to 03/10/2022. Unable to verify boluses delivered, alarms/suspend or daily total of all insulin delivered for event date 08-mar-2023 due to no data available. Unable to perform the history review 1 week prior to the event date 08-mar-2023 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Bolus anomaly and history anomaly were not confirmed. Cosmetic damage was confirmed at front of the pump (minor/deep scratched display window). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and the blood glucose value was 509 mg/dl at the time of the event. The customer's current blood glucose value was 376 mg/dl. The customer experienced diabetic ketoacidosis and was admitted to the hospital and treated with a manual injection/insulin pen and insulin infusion IV/drip. The customer experienced nausea, vomiting, abdominal pain, and difficulty in breathing. The customer alleged the pump was under-delivering as the boluses were not registered after entry on the pump. Troubleshooting was performed and the customer used the insulin pump system within 48 hours of the reported high blood glucose event and the auto mode feature was not active at the time event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.